Event description:
It was reported, that the customer experienced intermittent elevated blood glucose (bg). Levels displayed as "high". However, specific value was not provided. Cause was not known. Customer changed the infusion set, delivered a correction bolus and a manual insulin injection to address bg. Ultimately, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.